Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft. Approximately six (6) years post initial implant the patient came in with an emergent rupture of their abdominal aortic aneurysm. It was also observed that that patient had a type iiia and type iiib endoleak. The physician elected to perform a secondary procedure. The physician implanted a proximal extension which resolved the issue. The patient was released from the hospital two (2) days post-secondary intervention in good condition. There has been no additional patient sequalae reported at this time.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and denied. As such, off-label conditions, related patient harms, and patient disposition could not be independently assessed. This complaint is most likely device-related due to the use of strata material. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Correction: device code - remove 1354. Conclusion code - remove 11.